Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt began receiving red heart and yellow wrench alarms along with a continuous tone. Stroke volume was reported to be varying from the 40's to 60's while in fixed rate. The system controller was exchanged with no improvement in stroke volume or flows. The pt was placed on pneumatic support using an ip console and stroke volume limiter ( svl). The vad coordinator was unsure if there had been fluid ingress. The pt's vent filter was not saved and waveforms were not obtained. A decision was made to replace the lvad with the clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the clinical trial lvad. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.